Event description:
A custom pasv PICC line was placed for therapeutic purposes in 2004. The PICC line had been in place for three days when a leak was noticed. The PICC line was removed. The complaint was originally reported as a proximal leak at the hub of the catheter junction. The engineering eval revealed a hole directly under the distal end of the suture wing. Product is part of voluntary recall initiated 11/2004 by boston scientific corp.